Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted for recurrent stress urinary incontinence. The mesh was divided with minor resection on (B)(6) 2019 for late-onset voiding dysfunction. No voiding dysfunction reported after. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.